Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A total arch replacement and elephant trunk technique were utilized to treat a thoracic aortic dissection. Two valiant captivia stent grafts were implanted 9 months later to treat the remaining dissociated aneurysm which had rapidly expanded. The vamc3434c150tj was placed on the elephant truck landing (placing from the peripheral side of the anastomotic site) while the vamc3632c150tj to the peripheral side. After discharge there was no record of follow-up CT's at the same facility and it unknown whether the patient was follow-up by a family doctor. It was reported that on approximately six years and a month later, the patient presented to the ER with a ruptured dissecting aneurysm. An emergency tevar was performed. During the intraoperative contrast study, flow from the distal end of vamc3632c150tj to the ruptured area was observed. D-sine had occurred. It was thought the aneurysm had expanded and led to the rupture but it wasn't confirmed as there were not follow-up images . Intervention was performed by placing a 40-200mm non-medtronic stent graft just above the celiac to cover the rupture site. A valiant captivia stent graft vamf4040c200tj was added to the proximal area to enhance the junction (the initial placement position was not exceeded) . In the confirmation contrast study the non-medtronic stent graft that was placed in the periphery region was slightly raised due to tortuosity , the flow that was visible to the rupture previously had disappeared. During wound closure the patient's condition changed and they became unstable. Cardiac massage and blood drainage was performed but the patient died in ICU. It was noted that blood flowed into the chest cavity and compressed the heart causing death. Per the physician the cause of the event was not specified. No additional clinical sequalae were provided and the patient is expired.